Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited gradually increasing, but in-range, pace impedance and threshold measurements at routine follow up. Initially a lead fracture or perforation was suspected but later ruled out. An x-ray was then performed resulting in a suspected lead dislodgement. The lead was reprogrammed to unipolar mode from bipolar and measurements returned to the previous range. The patient also reported muscle stimulation prior to their follow up but the issue could not be recreated in clinic. The physician elected to continue monitoring the patient with increased frequency. Several months later, additional information was received that during a subsequent follow up visit rv pace impedance measurements were observed to have increased outside of normal limits to greater than 2,500 ohms in bipolar pacing configuration with a pacing threshold of 3.0v. Pace impedance measured 430 ohms in unipolar configuration with a threshold of 0.8v leading the physician to suspect a partial fracture of the lead as opposed to the previously suggested dislodgement. The lead remains programmed unipolar and the physician will continue to monitor the patient. No adverse patient effects were reported. This system remains in service.